Event description:
A customer reported that during cataract surgery, while removing viscoelastic and cortex, a pt experienced blistering and a corneal burn. The surgeon sealed the wound with a suture. The phaco handpiece was noted to have "flow", but the handpiece, tip, and sleeve were exchanged. A second incision was made and 1.5 seconds into sculpt, another corneal burn occurred. The incision was 2.5mm wide. Three sutures were used to seal the wound. Subsequently, the system was exchanged to complete the cause without further incident. The second handpiece was used with the alternate system. The pt is reported as doing well and expected to heal with time. In the surgeon's opinion, insufficient irrigation caused or contributed to the event.

Manufacturer narrative:
The company representative examined the system and no problems were found. The company representative checked all system parameters and no problems were found. The company representative tested the phaco handpiece and it passed testing. The system was then tested and met all product specifications. The questionnaire was reviewed by a company analyst, who stated the following: the facility reports a corneal thermal injury occurred. The returned questionnaire indicates that the surgeon believes the event may have been due to insufficient irrigation. The questionnaire also notes that reported event occurred during aspiration of viscoelastic prior to sculpting. Postoperative astigmatism was reported, however, this is most likely due to the sutures places to seal the main incision, and usually resolves once sutures are removed. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not reveal any unusual event or system message captured on the date of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Based on the information obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. It should be noted that corneal thermal injuries are understood to typically be related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the handpiece and phaco tip during use. Fluid bathes the barrel from the inside (aspiration flow rate) and from the outside irrigation or infusion). However, overheating of the probe tip due to extended use or a compromise of the flow of fluid around and through the phaco tip are known potential contributors to thermal injuries. Fluid aspiration through the tip may be limited by phaco tip re-use, tip clogging by nuclear material, tubing kings, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the aspiration rate is blocked, infusion will cease, limiting the fluid cooling of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user. Indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Additionally, per the system operator's manual there are multiple warnings stating that, "good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye." Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no.1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).